Event description:
It was reported the pt no longer had stimulation and lost of communication between the ipg and his external devices. A replacement charger was unable to resolve the issue. F/u identified the physician replaced the ipg. It was reported stimulation was regained postoperative.

Manufacturer narrative:
Eval results: the complaint was confirmed as rec'd the ipg was non-function. The ipg can was cut open. A leaky battery was observed. The battery weld was cracked on the marked side. Battery electrolyte had leaked from the weld end of the battery. Inspection of the kapton tape revealed it was contaminated with battery electrolyte; however, no signs of being compromised were observed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.